Event description:
The user facility reported 2 occurrences whereby the perfusionist noticed fluid leaking from the gas port of the oxygenator during priming of the oxygenator circuit. The units were changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement. Additional event specific info is not available.

Manufacturer narrative:
The user facility only returned one sample from the reported two occurrences. The decision to submit a single report for the reported multiple occurrences was based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a single hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.